Event description:
Rptr said she has had 2 medical problems diagnosed since her implants were inserted which may or may not be related to the implants. One problem is irritable bowel syndrome which started 7-8 yrs ago. The other is that food doesn't pass through her esophagus, resulting in chest pain. This led to hospitalization 2 yrs ago.